Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 400 mg/dl at time of incident and current was 323 mg/dl. Customer reported high blood glucose started in the morning and she stopped using the insulin pump. Customer was treated with manual insulin syringes and had symptoms like abdominal pain and difficulty breathing. Auto mode feature customer stated she took more insulin and had not eaten anything. The device will not be returned for analysis.